Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device had gradually become dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 09/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the initial complaint, intermittent responses to button presses on the 'up' and 'contrast' buttons was observed. The 'down' and 'ok' buttons responded to user input. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. It was observed that the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. There was no issue with loss of power and no evidence of moisture damage in battery compartment observed.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.